Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was completely severed, and the interconnect cable and all of the therapy electrodes were missing. The root cause for the cut cable and missing hardware was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a belt was unable to complete incoming functional testing.